Event description:
Baxter dual channel IV pump delivered primacor 40mg in 100cc d5w over 1 hour when pump was set at 6cc/hr. Pump alarm (audible) failed to go off. Primacor drip held for 3.75 hours then restarted. Cardiac index/stroke volume ratio stabilized within hours. Pump sent to baxter for inspection.